Manufacturer narrative:
The returned lead had been capped about 47 cm and 54 cm proximal of the tip electrode and was only available in fragments. The distal and a medial fragment were returned for analysis. The proximal lead fragment, including the split with the connector exits, was not available for analysis. The analysis of the available fragment found fraying of the insulation between 19 cm and 13 cm proximal of the tip electrode. At this site, the rope conductor to the shock coil was fractured, which was confirmed during the electrical analysis. This damage is with high probability the cause of the clinical complaint. In this area, the rope conductor to the shock electrode had exited the lead body. The position and kind of the fraying are characteristic of massive mechanical stress of the lead due to friction at a partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The strong deformations of the shock coil are most likely a result of mechanical forces during the extraction. Due to the strong damage, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. No anomalies could be detected. The production process of this lead was reviewed. The production documents showed no other anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the measured shock impedance of the lead was out of range (greater than 150 ohms). This lead was extracted after 121 months of service and replaced by a new one.